Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs show no events on 5/7/2025, but a shutdown due to low battery was recorded on (B)(6) 2025. The device's log indicates a communication error between the battery and the device which is likely why the user did not receive a low battery advisory. This can cause the device to shut down without warning. The battery sent in for evaluation was not the one used during the event. Attempts to identify the correct battery were unsuccessful. Testing found no faults with the device, but the battery communication assembly was replaced as a precaution. The customer was advised to check batteries in their fleet to ensure they are functional and undamaged. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.